Event description:
Customer reports that after using the gloves continuously for about 2 weeks, some operators (10-12 nurses and surgeons) experienced dermatitis on the back of their hands. They reported redness and chapped skin as well as white blisters. They have stopped using these gloves. The lesions have healed. No medical intervention required. This is nine of twelve medwatch reports for this event.

Manufacturer narrative:
Date sent to FDA: 7/29/1998. Summary of investigation: a review of lot records indicated no abnormalities/deviations that would account for the reported event. There were two unopened samples returned for analysis. The following tests were performed on returned and inventory samples: 1) accelerated (mbt) concentrations. 2) modified lowry natural rubber latex testing. 3) namsa - skin irritation test in the rabbit. All results were within expected ranges, therefore, mfg was unable to identify a cause for the skin irritation.